Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy of the s2 lead. Imaging confirmed s2 lead migration. Surgical intervention was undertaken wherein the s2 lead was explanted and replaced. During the procedure, the left s1 was dislodged and as a result also replaced during the procedure.